Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm. The customer stated that the insulin pump was neither dropped nor had been near a magnetic resonance imaging machine. Customer stated that they were using the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.